Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that this electrode was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicates this electrode was explanted due to oversensing, with tachycardia therapy delivery turned off as a result. The patient required an external defibrillator. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this electrode was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.additional information from the field indicates this electrode was explanted due to oversensing, with tachycardia therapy delivery turned off as a a result. The patient required an external defibrillator. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.